Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt stated that they are trying to get the implant removed because it 'didn't work anyway' and they were constantly calling the reps. Pt added that when they moved, they had lost all their external equipment so they can't get MRI's done or anything. Agent reviewed lost equipment information - pt stated they do not want external equipment replaced. Pt stated that the surgeon needs all ins information - agent reviewed. Agent reviewed surgeon can call and any further ins information is needed.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# unknown product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and stated that they need to get an MRI but their neurosurgeon stated the implant needs to be recharged first. Patient noted the implant has been "in the way" of them getting mris, and it never did a lot of good for them. Patient stated they have had 19 orthopedic surgeries, and they have ms. Patient stated they had lost all of their equipment when they moved, but they were able to find it. Patient stated the controller and their implant battery have been dead for a couple months, so when they plugged the controller in it was back to the set up screen. Patient noted they kept hitting things on the screen and eventually saw a software error. Patient stated they were able to clear the message, and the controller is now plugged into the ac power supply with the green light flashing. Agent walked patient through the controller set up screens; patient was seeing no device found. Agent walked patient through entering passive recharge mode. After several minutes patient confirmed they were recharging with the controller at 30% and the implant at 40%. Agent walked patient through completing controller set up/pairing. Agent reviewed everything appeared to be working as intended.